Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to elevate blood glucose (bg) levels (approximately 300-400 mg/dl), and ketones. Reportedly, the customer believed the pump was not delivering insulin. Tandem technical support reviewed the pump data and verified that no alarms occurred that would cause insulin delivery to be stopped. Reportedly, the customer did not receive any treatment while admitted to the emergency room, and was released 5 hours later. Upon being released from the emergency room, customer's bg levels were 300 mg/dl. Customer declined troubleshooting with tandem technical support.